Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 254 (mg/dl). A bolus was delivered to address bg level. Reportedly, customer accidentally entered their correction factor and carbohydrate ratio incorrectly on their pump. During troubleshooting with tandem technical support, customer was guided through entering the correct settings.